Event description:
On 26-may-2026 it was reported that on 24-may-2026 the user experienced hyperglycemia with blood glucose (bg) levels of 900 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin infusion therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user believed the infusion set may have been inserted incorrectly and that a bent cannula may have contributed to the event. The user reported no issues with the infusion set supplies and stated that no unusual meals, medications, or other external factors could be identified. The infusion set was not inspected prior to hospitalization and the user was unable to confirm whether a bent cannula was present. The user was transported by ems to the hospital and treated with insulin infusion therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. A battery depletion event occurred after hospitalization and was not associated with the reported hyperglycemic event. Based on available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.